Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/19/2021, it was reported by an arthrex employee via email that an ar-7715-4.5 ucl suture passing disposables kit label describes to have a #2 fiberloop with needle, #2 tigerloop with needle, and a curve needle with nitinol loop and ruler, which would make a total of 3 needles in the package; however, the total needle count is listed on label as 2. This was discovered during an unspecified time. Additional information: during the shoulder product quality complaints review meeting on 10/28/2021 this complaint was discussed and it was determined that a needle was left in a patient, which led to an additional surgery to remove the needle which was left behind. The label discrepancy was noticed as a result of the needle being left in the patient by the surgeon.

Manufacturer narrative:
Complaint confirmed. Visual evaluation and further investigation identified that the needle count on the label, shown as 2, is incorrect. There are 3 needles in the pouch and the label should read 3 qty.